Event description:
It was reported that upon removal of the recanalization catheter from the packaging, a crack was observed near the hub. There was no pt involvement.

Manufacturer narrative:
A further clinical review of this event was performed and identified the event to be MDR reportable pursuant to 21 cfr part 803. A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for corporate lot number # fcwi10030. The device was returned. The investigation is confirmed for break as a complete circumferential break was observed in the y-connector. The definitive root cause could not be determined based upon the available info. It is unk if the manner in which the device was removed from the packaging contributed to the reported failure. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/ reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.